Event description:
At 1900 on (B)(6) 2015, the icp machine, the codman, wasn't reading currently. This patient had an icp monitor placed earlier that day (about 6 hours prior) and was in the unit for icp monitoring. Nurse traded out codman for 2 other codman machines and with each setup was given the error, no connection detected. Assumed it was a faulty cable within the codman machine and switched out all the cables to the codman device. Still every setup was met with the same error message. Proceeded to try to change the patient monitor (the phillips monitor) and all module and cable that attaches from the monitor to the codman still met with the same error message. At 2010, notified np on call for doctor. New orders were given to stop the monitoring for that night (assuming the issue was the actual icp monitor device) and that doctor would be in the next day to assess the situation. On (B)(6) 2015 around 1400, the patient was provided with a new icp monitor at the bedside per doctor. The icp monitor at this time was fully functional and operating appropriately. At 2000 on (B)(6) 2015, the icp was providing the same error message, all the previously mentioned interventions performed and nothing alleviated the situation. At 2030, notified np on call for doctor. At 2045, doctor was at the bedside assessing the monitor and icp device and decided that it was malfunctioning. Doctor opened up a new icp monitor device at the bedside and tested it on our 3 codman machines and they were all operational and working effectively. Doctor then decided that he would remove the icp monitor from the patient and send the patient home since the device was malfunctioning. Type of line/tube other.